Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six to seven hours, post operative right colectomy, the patient had bleeding on the staple line of more than 500cc that required two units of blood transfusion.